Event description:
The facility reported an infusion pump with a failure code of 810:04. Info was not provided regarding whether or not the device was in pt use when the event occurred. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. No additional info or contact was available.

Manufacturer narrative:
Evaluation summary: the customer's reported condition of the failure code 810:04 was confirmed. Two-year review of the complaint history reveals, no other reports have been received for this serial number for the reported issue.